Event description:
A complaint was reported to baxter (B)(4) on (B)(6) 2013 involving a minicap that "when patient holds up open wrappers to light he can see small light holes. The patient has confirmed the sponges are not dry." The occurrence date is unknown. The customer stated it occurred during the last 4 weeks. There was no patient involvement.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. The pouches received were empty. Each sample received had a mark on it indicating where the patient perceived there was a hole. The samples were held up to a light source and no light penetration of the pouches was noted. There was no iodine staining on the outside of the pouches. An evaluation was performed in the (B)(4) plant whereby iodine was placed directly on the inner surface of the pouch at the location where it had been indicated there was a hole. The iodine did not penetrate to the outer surface of the pouch. The samples were visually inspected by using an optical comparator with 100 times magnification (x100). No light penetration was noted (no hole detected). The sample received showed strong evidence of excessive handling. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.